Manufacturer narrative:
The subject product was returned for evaluation. There was a piece of the irrigation connector tube securely bonded into the showerhead tip body. The irrigation connector tube had fractured just below the bonded joint. No material from the irrigation tube or showerhead tip was found to be missing. The component fractured due to the forces applied to the device during use. A review of the manufacturing records was performed and found that the lot was manufactured to specification.

Event description:
It was reported by the user facility that the inner purple tip on the simpulse solo splashshield tip allegedly detached intra-operatively. Additional information was requested. There was no patient injury or complication reported.

Manufacturer narrative:
The subject product was reported as available for evaluation; however, has not been returned to date. Based on the available information and without a sample to evaluate, we are unable to determine what may have caused the tip to have detached during the case. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional event and/or evaluation information is obtained, this report will be updated.

Event description:
It was reported by the user facility that the inner purple tip on the simpulse solo splashshield tip allegedly detached intra-operatively. Additional information was requested. There was no patient injury or complication reported.